Manufacturer narrative:
Analysis of the instrument data provided indicates that the cause for the biased low troponin I results is user error. The account used the incorrect calibrator in calibration of the tni flex reagent cartridge. The ctni calibrator (catalogue number rc421c) was used rather than the correct tni calibrator (catalogue number rc621a) called for in the tni flex reagent cartridge instructions for use. The calibration was in place since (B)(6) 2016. The issue was detected when an out of range low value was obtained for level 2 and level 3 qc. The qc values had otherwise been biased low but within laboratory ranges during interval of use of the incorrect calibrator. After the user error was discovered, the customer calibrated tni using the correct calibrator and the issue was resolved. The account performed a lookback evaluation of recent patient samples tested within the interval of the calibration conducted with the incorrect calibrator. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Biased low qc troponin I results were obtained on the dimension exl 200 instrument, s/n (B)(4), while an incorrect calibrator had been in use. Patient results were reported to the physician(s) and were not questioned while the incorrect calibrator had been in use. Recalibration was performed with the correct calibrator and no discrepancies were reported recently on seven patient samples. No corrected results were issued. There are no reports of patient intervention or adverse health consequences due to biased low troponin I result.